Event description:
It was reported that the pulse generator could not be interrogated despite using multiple programmers. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated and exhibited a memory loss condition due to multiple flipped bits. After downloading the product code, normal function ensued.